Event description:
I had 187 ect's. I complained of memory loss often but was told it was only temporary and would return. It hasn't in the last 18 years. I've been waiting but feel I was deceived by both the MFR and my drs who were improperly told my memory would return. I had 179 ect's between 2002-2003 and 8 in 2005, since I had already lost my memory and my depression / mania (bipolar) would not respond to any of the treatments. All were performed at (B)(6). I'm on disability prior to treatment, 1998, so (B)(6) paid out at least (B)(6) at (B)(6) / treatment (that's the low end of the averages). I feel I should be compensated, a lot. I cannot even remember my two children's births. Living without a memory is extremely difficult, like having alzheimers and knowing it. Please stop the MFR somatics from harming others. Loss of all long term memory. Please help. Two companies make this. FDA safety report ID# (B)(4).